Manufacturer narrative:
The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that high power alarm on (B)(6) 2016; pump thrombus suspected. Patient was listed on high urgency list for transplant. Patient was put on heparin, however, pump powers continued to increase. Patient's condition worsened with increased ldh and decreased kidney function. On (B)(6) 2016, the pump was stopped while graft was closed via thoracotomy and patient attached to ecls (extra-corporeal life support). The pump was successfully exchanged the next day. Patient was initially stabile on ICU but now being treated for septicemia. Patient received a pump exchange and is still in the ICU with signs of septicemia. Explant kit was sent and pump will be collected for investigation by heartware. Patient remains in the hospital. No additional information provided.

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple logged high watt alarms and a power consumption above normal power consumption range on the reported event date. Analysis of the device revealed that the device failed to meet specifications; the device failed dimensional verification due to one slight deviation from the rear housing disc curvature specification. Per internal investigation, this deviation is not expected to impact pump performance. Functional testing was not performed as the driveline was cut too short during explant procedure to be able to conduct a functional testing. The device also failed visual examination due to the scoring marks observed on the lower housing ceramic surface and matching inferior surface of the impeller as well as minimal abrasions on the upper housing ceramic surface and two blades of the impeller. These friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.